Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2011-00113. Super poligrip is manufactured in (B)(6), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used poligrip at unknown dosing. At an unknown time after using poligrip, the patient experienced nerve injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on 09 may 2011 via medical records. On (B)(6) 2005, the patient complained of bilateral leg pain when walking and legs going numb. The patient also complained of lower back pain when this happened. Magnetic resonance imaging (MRI) findings on (B)(6) 2004, showed l3/4 and l4/5 neuroforaminal stenosis greater on the left. Impression included mild foraminal stenosis. On (B)(6) 2011, the patient was referred for evaluation regarding sensory polyneuropathy. The patient complained of numbness in the bottom of the feet with burning and tingling. Electromyogram (emg) and nerve conduction studies (ncs) showed evidence of a sensory neuropathy affecting the lower extremities. This case was upgraded to medically serious by gsk.